Event description:
It was reported that during a training/demo of the da vinci system universal surgical manipulator (usm) 3 axes moved with its own weight unintentionally and error 25741 occurred after power cycle. Technical support engineer (tse) confirmed error pointing to usm3 instrument clutch in the logs and explained. Field service engineer (fse) to handle issue. There was no report of patient involvement and there was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 25741 error was found indicating an insertion clutch button fault on the usm insertion axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the yaw searchlight was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis.as a result of these findings, failure analysis concluded that a functional failure of the insertion clutch button is the likely root cause for this issue.